Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed internal left ventricular assist device (lvad) fault alarms. Although a specific cause for the lvad faults could not be conclusively determined through this evaluation, the internal lvad fault alarms resolved after a driveline disconnect/reconnect to power cycle the pump. The submitted log files were reviewed and found that the pump operated at the stored patient speed during support without issue. An internal lvad fault alarm was captured on 03aug2023 that was associated with (f42) bearing_b_over_current / bng2 fault flags (high current on bearing 2/b). The lvad fault resolved with a power cycle of the pump via driveline disconnect/reconnect on 03aug2023 and did not return. The system appeared to be operating as intended, and there were no other notable alarms or faults active in the log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 ¿alarms and troubleshooting¿ describes system alarm conditions, including the lvad fault alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to left ventricular assist device (lvad) fault noted on 03aug2023 during inpatient rounds. This seemed to have presented upon performing the daily controller self-test. Repeating the self-test did not clear the alarm. All parameters were within normal limits and no other alarms were noted in the controller last 6 alarm log. Pcbt was noted to be normal, fuses were reading as "ok", and no other issues had been noted on interrogation. The event log file recorded an lvad_internal_fault near the end of this log file history. This event was associated with a (f42) bearing_b_over_current. The recorded data indicates that motor speeds were maintained during these events. Pump restart was completed, and this successfully cleared the alarm. All parameters returned to normal ranges immediately following the pump restart. On 04aug2023, and 07aug2023, additional log files were submitted for evaluation. There were no unusual events recorded in the latest controller log file event history. The latest pump log file data has returned to normal ranges and is stable.